Event description:
Device did not work once plugged in as it would not activate. Device also did not work on the second and third attempt. There was no harm to the patient.====================== health professional's impression======================did not work when plugged in.